Event description:
It was reported via repair work order that the head right siderail stuck down due to a damaged siderail release lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.